Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had just got out of the hospital due to a complication from the implant procedure. In addition, the patient indicated there were potential complications due to an infection. Follow-up investigation with the clinic revealed that the patient had experienced a large hematoma. Subsequently, anti-coagulants were held, and treatment was given for the pain. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.